Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and station was in offline mode. A field service engineer (fse) replaced the defective drawer controller board in main drawer 1.2, tested the drawer using hardware test application, and confirmed successful operation. The customer also tested the drawer in the medication application, and fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, and the station was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.